Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a 610cc mentor lumera contour profile high gel implant experienced right sided capsular contracture and rupture post procedure. The patient went to the physician¿s office and presented with complaints of the breast being misshapen and painful. Capsular contracture was diagnosed. As a result, complete capsulectomy and implant removal was performed on (B)(6) 2022. During explant the device was found to be ruptured. The seal was separated from the shell.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a 610cc mentor lumera contour profile high gel implant experienced right sided capsular contracture and rupture post procedure. The patient went to the physician¿s office and presented with complaints of the breast being misshapen and painful. Capsular contracture was diagnosed. As a result, complete capsulectomy and implant removal was performed on (B)(6) 2022. During explant the device was found to be ruptured. The seal was separated from the shell.